Event description:
The customer reported the subject device displayed an e315 error code (scope error). The reported issue occurred while preparing the subject device, prior to a therapeutic endoscopic submucosal dissection (esd) procedure. The intended procedure was completed using another device without a delay. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. In addition, service found the light guide tube was leaking, the flexible tube had poor continuity, there was play in the angulation, the bending angle was out of specification, the adhesive on the objective lens was cloudy, the adhesive on the light guide lens was cloudy, the tip cover was scratched, the tip cover was burnt, the bending section cover was worn, the adhesive on the bending section cover was chipped, the adhesive on the bending section cover was cloudy, the coating on the insertion tube was peeled, the paint on the air/water cylinder nut was peeled, and the paint on the suction cylinder nut was peeled. The light guide corrugated tube was cut, wrinkled, and leaking. There was liquid leakage in the body, and the scope connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code e315 was due to a defective image sensor unit, internal circuit board of the video connector failure, or other system failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.